Event description:
It was reported that ventricular r-waves decreased from 12 mv to 2-3 mv. Ventricular capture was limited at a maximum output of 7.5 v, 1.5 ms. X-ray indicated that the lead insulation was possibly abraded. Subclavian crush was also suspected. The lead will be removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.